Event description:
It was reported that atrial fibrillation and death occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. The patient became hypertensive and tachycardic in atrial fibrillation during the procedure. The patient was cardioverted with 300 joules, and the patient was returned to sinus rhythm. The closure device was then successfully implanted in the laa. The patient remained bradycardic post implant procedure and underwent a permanent pacemaker implantation the following day. The patient reverted back to atrial fibrillation and was initiated on IV amiodarone. The patient was hospitalized following the atrial fibrillation event. The patient condition worsened and the patient was unable to take any medication or food due to decreased mentation and abdominal discomfort. The patient experienced periods of apnea. The patient heart rate decreased. The ventricle was paced, but was unable to obtain blood pressure, and the patient lost a pulse. The patient was pronounced dead four days post procedure.